Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. The device was returned to the manufacturer for evaluation and the investigation is in progress. A supplemental report will be submitted upon completion of this activity. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; changing your pod, chapter 3 / pages 33: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose, chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient's blood glucose reached 294mg/dl while wearing the pod on his hip/buttocks for longer than 48 hours. The pod was changed and a bolus was given with the new device. The hospital was contacted and told about the patient's ketones (results of 5.3 and 5.4), the mother was advised to take the patient to the emergency room (ER). The mother called from the ER and stated that they were not sure of the diagnosis, they were still waiting to see if it was a case of diabetic ketoacidosis. At the time of report, the patient had been provided fluids for treatment, but no insulin yet. The patient's basal programs had been changed (decreased) at 2:30pm the day prior to this occurrence, along with his target blood glucose, and the mother had changed them back to the original settings at 10:18pm. The device had been suspended at both of these times. The patient's blood glucose, carbohydrate, and insulin history are as follows: (B)(6).

Manufacturer narrative:
The returned product was evaluated and performed as designed during testing. No malfunction or other product condition that would have contributed to the patient's hyperglycemia and ER (emergency room) visit was found.